Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a distal gastrectomy, during the first firing to perform duodenectomy, the surgeon squeezed the handle, but felt that it was hard and that the feeling was different from usual. It was stated that the tissue, which was not thick or hard, had not been clamped well and that the green button had not been pressed. When the device was seen, the staples had come out of the proximal end of the cartridge and pre-firing had occurred. Another device was used to complete the case. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a distal gastrectomy, during the first firing to perform duodenectomy, the surgeon squeezed the handle but felt that it was hard and that the feeling was different from usual. It was stated that the tissue, which was not thick or hard, had not been clamped well and that the green button had not been pressed. When the device was seen, the staples had come out from the proximal end of the cartridge and pre-firing had occurred. Another device was used to complete the case. Another device was used to complete the case. There was no patient injury.